Event description:
It was initially reported that the pt had undergone a revision surgery due to a lead fracture. The lead and generator were explanted and replaced. The explanted products were returned to the MFR for product analysis. Product analysis on the generator has been completed. The generator performed according to functional specs. No anomalies were noted. System diagnostics are available from (B)(6) 2011. At that time, the dc/dc was 6 and lead impedance was high. Attempts for add'l info from the neurologist and surgeon have been unsuccessful to date.